Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and was unable to flush the catheter. It was reported that a pentaray® became "cluded" between the initial map and the final map. They hooked up a syringe and tried to flush through the pentaray® with the syringe but could not. A pressure bag was used. The catheter was replaced, and the problem was resolved and the case continued. A replacement catheter was requested.

Manufacturer narrative:
The device investigation was completed on 29-sep-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and was unable to flush the catheter. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device lot number, and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The root cause of this issue is traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. An internal corrective action was opened to investigate the failure mode on the irrigation tube of this device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).